Manufacturer narrative:
(B)(4). No defective complaint device was returned for investigation. Therefore, no physical investigation will be conducted. The batch card(s) for the complaint lot(s) was reviewed and all samples passed 100% inspection. Based on the investigation, the complaint could not be confirmed. Since no physical investigation or assessment has been conducted on the defective part due to no complaint or representative sample was returned. Therefore , no further investigate was done to determine the actual root cause to the phenomena experienced by user.

Event description:
It was reported that the nurse who is using this catheter stated that she has used all four and they are defective. The nurse stated that when she pushes saline through it is leaking from the port site. This is the second customer she has that has had this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the nurse who is using this catheter stated that she has used all four and they are defective. The nurse stated that when she pushes saline through it is leaking from the port site. This is the second customer she has that has had this issue.